Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced an abnormal rise in atrial lead impedance. The ICD was reprogrammed from ddd mode to vdd mode and remains implanted. Appropriate sensing and pacing was observed in the ventricular channel. Cpi learned that the ICD was explanted on december 08, 1997.